Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, stenosis was observed in the left femoral artery when the impella sheath was removed. One balloon inflation was done via right femoral artery without incident. No sign bleeding or hematoma noted. There was no report of patient harm or injury.